Event description:
It was further reported that the assistance the patient received was re-programming to re-capture stimulation down to his knee and back. The patient had lost capture of his stimulation. The cause was that the pain had changed over time. The representative was able to successfully re-capture stimulation and had total capture. The patient had good coverage and the issue was considered resolved.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had ¿slipped and everything is on the left side now.¿ it was noted that the patient had neuropathy and right knee pain and they could not seem to ¿get it balanced between right and left.¿ follow up information received reported that the patient received assistance from their manufacturer¿s representative and doctor and had no concerns with their device therapy. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37743, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).